Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & infection (unknown onset).

Event description:
Healthcare professional reported "refractory seroma, postoperative hemorrhage- which is not device related, flap burn/infection, and removal at the request of the patient." This is for an unknown side. The device status is unknown.